Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software and calibration were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system displayed missing calibration data on boot up failed to boot up failed to boot to a usable state and exhibited a non-recoverable loss of functionally. No pt serious injury or death was reported related to this event.